Event description:
It was reported that an endeavor resolute rx drug-eluting coronary stent system, length 38 mm, diameter 3.0 mm was intended to treat a lesion in a pt. It was reported that, after a couple of attempts to cross a lad lesion, "stent fracture" was noted to the middle of the stent. The target lesion was reported to exhibit 90% stenosis with calcification and mild tortuosity. It was reported that the device was inspected prior to use with no abnormalities noted. It was also reported that some resistance was felt while removing device from the pt. Pt status post procedure is unk.

Manufacturer narrative:
(B)(4). Eval, results and conclusion: (stent deformation, failure to deliver stent), (90% stenosis, calcification). Eval summary: the device was returned to medtronic for eval. The stent was positioned on the balloon as per specs. A number of struts on the 8th proximal segment were raised and deformed with one strut pulled distally over the 9th segment. A number of struts on the 19th, 20th, and 21st proximal segments and on the 11th and 12th distal segments were deformed. Visual inspection of the returned stent confirmed that all welds were confirmed to be intact with no evidence of a break or fracture. The distal tip was damaged.